Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per complaint form - a fully covered 10 mm by 8 - guide wire biliary prosthesis was used. There was a failure at the time of release. Subsequently, the 10mm by 6 prosthesis was used successfully. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? -no. If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? -not that was reported. 6.3.1.3 did the patient require any additional procedures due to this occurrence? -no. If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? -no. If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? -no. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details. 2.0 rpn prefix: evo. 2.1 general questions: 2.1.1 at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during the release of the stent. 2.1.2 what endoscope type and channel size was used? Olympus 190 duodenoscope. 2.1.3 what was the position of the elevator? N/a, open, closed -open. 2.1.4 details of the wire guide used (diameter, type, make)? Cook 0.35 ¿ 48cm. 2.1.5 was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no -yes. 2.1.6 did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no -yes. 2.1.7 please advise the anatomical location of the intended target site. Bile duct. 2.1.8 how long was the stent in the patient by the time this complaint occurred? It was in the application at the beginning. 2.1.9 for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no -n/a. If yes, how often was this completed? 2.1.10 did the patient require any additional procedures as a result of this event? N/a, yes, no -no. 2.1.11 what intervention (if any) was required? Another prosthesis was used ¿ 10x6cm. 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -same procedure. 2.1.13 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no -no. If yes, please specify what was observed and where on the device it was observed. 2.2 should the difficulty involve a stricture, request the following: 2.2.1 what was the length and diameter of the stricture? About 2 cm. 2.2.2 where was the stricture located in the body? Bile duct. 2.2.3 was there resistance felt passing wire guide through stricture? N/a, yes, no -no. 2.2.4 was there resistance felt passing the evolution through stricture? N/a, yes, no -no. 2.2.5 was the stricture dilated before stent placement? N/a, yes, no -no. 2.3 should the difficulty occur during insertion into the patient, request the following: 2.3.1 was the product inspected for kinks or damage before use? N/a, yes, no -yes. 2.3.2 was resistance felt during insertion into patient? N/a, yes, no -no. If yes, at what point? 2.4 should the difficulty occur during stent placement, request the following: 2.4.1 did the product fail during stent deployment or recapture? N/a, deployment, recapture, other -deployment. If other, please specify. 2.4.2 was the directional button pressed during use? N/a, yes, no -yes. 2.4.3 was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no -yes. 2.4.4 was the yellow marker kept in view during deployment? N/a, yes, no -yes. 2.4.5 are images of the device or procedure available? N/a, yes, no -yes. 2.5 should the difficulty occur during introducer withdrawal, request the following: n/a. 2.5.1 are images of the device or procedure available? N/a, yes, no. 2.5.2 was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. If yes, what was used? 2.5.3 did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. 2.5.4 was the safety wire fully removed before removing the delivery system? N/a, yes, no. 2.5.5 did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. 2.6 should the diffuculty be related to stent repositioning/removal for evo-fc & evo-pc, request the following: n/a. 2.6.1 what instrument was used for stent repositioning / removal? Forceps, snare, other if other, please specify. 2.6.2 was resistance encountered during advancement and/or deployment? N/a, yes, no. If yes, please when this was felt? Advancement or deployment. 2.6.3 how did the physician deal with this resistance? 2.6.4 was the lasso (suture) loop used during repositioning?

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to updated description of event which provides more detail on incident as follows: as per communication on 06-sept-23: the prosthesis was not released, as the release system trigger was faulty, when the prosthesis was released, there was a noise inside the handle and the prosthesis was stuck inside the system, making it impossible to fully release the prosthesis in the patient. The patient's entire system with the prosthesis inside was removed and a new system was introduced, which released the prosthesis without any complications.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-mar-2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number cf2031230 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. As per images provided, red shuttle on green zone, before the point of no return. Safety wire appears to be removed, distal end of introducer is not visible, handle and introducer visible on the images appears to be intact. Manufacturing records: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of lot number cf2031230 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2031230. Instructions for use and/label: it should be noted that the instructions for use (ifu0062) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: "1. Failure to deploy an evolution biliary stent, presumably due to malfunction of the handle. The physician described a ¿noise¿ coming from the handle while attempting to deploy the stent, which usually indicates the gears are either slipping or not completely engaged. This situation can be typically resolved if the direction switch is engaged and disengaged, allowing the gears to re-align. There was no comment if this was tried. If this was tried, and the situation still had not resolved, then this was likely a manufacturing defect with the handle itself and would be considered a deployment malfunction. Fortunately, the stent was removed and a new stent was deployed without incident." Root cause analysis: a definitive root cause could not be established. A possible root cause could be attributed to the torturous patient anatomy causing compression on the delivery system and likely leading to the deployment issues. The noise inside the handle was possibly generated due to the excessive strain/pressure placed on the device during deployment. As per additional information provided the product was inspected for kinks or damage before use. Additionally as per image review, it is possible that there has been issue with the handle and/or directional button. "1. Failure to deploy an evolution biliary stent, presumably due to malfunction of the handle. The physician described a ¿noise¿ coming from the handle while attempting to deploy the stent, which usually indicates the gears are either slipping or not completely engaged. This situation can be typically resolved if the direction switch is engaged and disengaged, allowing the gears to re-align. There was no comment if this was tried. If this was tried, and the situation still had not resolved, then this was likely a manufacturing defect with the handle itself and would be considered a deployment malfunction. Fortunately, the stent was removed and a new stent was deployed without incident." However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, there was a failure at the time of release. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the torturous patient anatomy causing compression on the delivery system and likely leading to the deployment issues. The noise inside the handle was possibly generated due to the excessive strain/pressure placed on the device during deployment. As per additional information provided the product was inspected for kinks or damage before use. Complaint is confirmed based on customer and/or rep testimony.